Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022 because of the end of life ipg, wherein the ipg was explanted and replaced with a different model.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
An event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.